Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly the specimen pouch prematurely disengaged from the instrument into the patient's cavity. The surgeon was able to retrieve the pouch without injury to the patient.